Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure reseated the cable from the tank to the x-ray control board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift on the 9800 system will not go up. There was no report of patient injury.